Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified for therapy on (B)(6) 2010 during initial drain. The patient's largest prescribed fill volume (lpfv) was 2800 ml and the drain volume was 4971 ml, which met iipv criteria. No patient injury or medical intervention was reported. (B)(4) notified the nurse of the incident of iipv that was found during the device evaluation.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs had revealed an increased intraperitoneal volume (iipv). The product analysis lab (pal) evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. A service history review (shr) revealed that no issues that may have contributed to the iipv. The cause of the iipv found in the logs was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).